Manufacturer narrative:
(B)(6). Additional information for poly-l-lactic acid [sculptra] (lot # and expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the united states. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2007, with additional information obtained on (B)(4) 2007: a (B)(6) male patient underwent treatments with poly-l-lactic acid (sculptra) injections, for cosmetic pan facial indication, starting on (B)(6) 2006, and experienced nodules at injection sites. The patient was described as having "signs of an aging face." Concomitant medications and medical history were not specified. The following poly-l-lactic acid (sculptra) injections were given: (all injections were diluted with 5 cc preservative free sterile water for injection (swfi), and 1 cc 1% lidocaine + "epi" added later). On (B)(6) 2006, 3 cc at the tear troughs and the nasolabial folds (nlf). On (B)(6) 2006, 1.5 cc at the orbital rims. On (B)(6) 2006, 3 cc at the malar regions and nlf. On (B)(6) 2007, 6 cc at the malar regions and nlf. On (B)(6) 2007, 2 cc at the orbital rims and the tear troughs. The following information was provided: the lot numbers in order of the treatment dates (the first corresponds to the first, and last to the last treatment) are as follows: a5007; a5009; a5010; a6011; a6015. The physician provided the following: the patient received a total of 15.5 cc over a little more than one year. Bilateral inferior orbital rim nodules were first noted in (B)(6) 2007, and were injected with sterile water on two occasions, with no improvement. (The nodules were described as "visible and palpable.") As they were visible, (photographs of patient's face were provided), and not improving, the decision was made to remove them. The reporter noted that the photographs showed that the nodules were "encountered in the substance of the orbicularis muscle, just at the orbital rims." The reporter goes on to state that the "photomics showed multiple crystalloid inclusions (empty spaces as fixation artifact), with multiple fb [foreign body] granuloma reactions, but with significant product still present, considering the length of time (over 20 months)." (Photomicrographs were included). A pathology lab report was received on 05-dec-07: the pathology report noted that the specimen was collected (B)(6) 2007, and was received (B)(6) 2007. Tissue specimen was described as "eyelid-tissue/eyelid." Pre-operative diagnosis was: "tissue reaction to sculptra." Procedure was biopsy. Gross description: received in fixative are multiple soft tissue fragments 0.7 cm in aggregate. Final diagnosis: "soft tissue with foreign body-type reaction." Comment: "no normal tissue is present in the specimen." ICD code: foreign body granuloma-skin. No further medical information reported.